Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The safety shield failed to activate when the needle was withdrawn. No injury or intervention was reported.

Manufacturer narrative:
Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5358437. One actual used sample was returned for evaluation. The sample is a 24g, y type, prn, end cap without unit package. The tip shield is connected to the cannula adapter. The tip shield was not activated. V-clip tilt was noted. The v-clip was lightly touched to make it reset and the v-clip successfully activated. Conclusion - bd was able to confirm the customer's indicated failure mode. The returned complaint sample successfully activated after resetting v-clip. The v-clip tilt prevented activation. According to the pegasus current production process, the assembly machine of v-clip has 100% online visual inspection, which can eliminate the products that have tilting v-clip. The occurrence of this defect could be caused by subsequent assembly processes. Corrective actions have been taken, including training for employees in the production process and operators of the v-clip assembly. R&d has also been contacted regarding design improvement.